Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device causing damage appears to be related to procedural conditions (interaction with implanted clip during positioning). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 26 june 2025 that the patient presented with grade 4 tricuspid regurgitation (tr) and prolapse septal leaflet for a triclip procedure. During the procedure, one triclip (50324r1097; tcds0307-xtw) was implanted. During the deployment of second triclip (50325r1007; tcds0307-xtw), while closing the clip the first triclip had single device leaflet attachment(slda) from the septal leaflet. There was interaction observed between first triclip and second triclip. Triclip (50421r1092; tcds0307-xtw) was implanted to stabilize the slda. The tr was decreased to grade 1 post procedure. There was no clinically significant delay reported. No additional information was provided.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 tricuspid regurgitation (tr) and prolapse septal leaflet for a triclip procedure. During the procedure, one triclip (50324r1097; tcds0307-xtw) was implanted. During the deployment of second triclip (50325r1007; tcds0307-xtw), while closing the clip the first triclip had single device leaflet attachment(slda) from the septal leaflet. There was interaction observed between first triclip and second triclip. Triclip (50421r1092; tcds0307-xtw) was implanted to stabilize the slda. The tr was decreased to grade 1 post procedure. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.